Event description:
It was reported by the patient that multiple inappropriate shocks were experienced. The patient mentioned that the device was defective. It was further reported that the lead apparently fractured. The device was deactivated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that multiple inappropriate shocks were experienced. The patient mentioned that the device was defective. The device was deactivated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku